Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.

Event description:
As per reporter, during treatment, fitbone nail was not legthening although it was visibly distracted in the or while testing it. Patient underwent a revision procedure on (B)(6) 2025.

Manufacturer narrative:
Visual and functional tests were performed and customers alleged event was confirmed. Analysis of manufacturing records confirmed that the noticed devices were released as conforming according to specifications. The bipolar connector was returned intact, although some damaged areas were observed, particularly in the proximal section relative to the nail. However, the provided x-rays did not show the position of the proximal part of the cable involved. Even though root cause could not be confirmed, the alleged may be related to a component malfunction.

Event description:
As per reporter, during treatment, fitbone nail was not legthening although it was visibly distracted in the or while testing it. Patient underwent a revision procedure on (B)(6) 2025.